Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) and alleged that her meter would not power on. The medical affairs specialist attempted unsuccessfully to reach the patient by phone for more clinical information. A letter is being sent to reach the patient. The patient's meter would not power on. The last time the patient tested on her meter was at 1:00 p.m. The patient was able to test her blood glucose on the nurse's meter. One the day of the event, the patient was obtaining low readings such as: 64, 62, 71, and 60 mg/dl. The patient reported feeling "ok" during testing. The nurse called the paramedics because of the low results and the patient was given juice. The patient was using the correct test strips, the battery was correctly installed and the battery contacts were in good condition. The patient was unable to state how old the battery was and she did not have a new battery to replace it. A replacement meter has been sent.